Event description:
A malfunction on the pump was reported by the caller, but no notable events occurred before this issue. There was no adverse impact to the customer's blood glucose level. Technical support provided information and assisted the caller with resetting the pump. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump while instructed to call back if any issues reoccurred.